Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace60) was stretched approximately 118.0 cm from the hub. There were no visible fractures of the ace60. Conclusions: evaluation of the returned device revealed that the ace60 was stretched in the distal shaft. This type of damage may occur if a rotating hemostasis valve (rhv) or other valve is not sufficiently opened prior to withdrawing the ace60 out of the 6f 088 long sheath (neuron max). There were no visible fractures of the ace60. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, after completing the first pass, the physician began withdrawing the ace60 from the neuron max 6f 088 long sheath (neuron max) without any mention of resistance; however, the ace60 broke proximally as its distal tip was being withdrawn from the hub of the neuron max and was almost completely out of the neuron max. Therefore, the procedure was successfully completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.